Manufacturer narrative:
The consumer reported burning, swelling, and redness in left eye upon contact lens insertion after storing lenses overnight. Consumer visited an urgent care and reported she was treated with neomycin and polymyxin b sulfates dexamethasone. Medical documentation was not obtainable from the urgent care facility. The next day, the consumer had a scheduled appointment for lens fitting with her eye care professional. At the lens fitting, medical information received from the eye care professional confirmed presence of mild to moderate superficial punctate keratitis in left eye. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and sign of mild to moderate superficial punctate keratitis are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported burning, swelling, and redness in left eye upon contact lens insertion after storing lenses overnight. Consumer visited an urgent care and reported she was treated with neomycin and polymyxin b sulfates dexamethasone. Medical documentation was not obtainable from the urgent care facility. Next day, consumer had a scheduled appointment for lens fitting with her eye care professional. At the lens fitting, medical information received from the eye care professional confirmed presence of mild to moderate superficial punctate keratitis in left eye. Patient received lenses at the visit. The doctor believed the condition resolved; however the patient had not yet returned. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.